Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unspecified vessel puncture closure was attempted using a proglide device after an unspecified interventional procedure. Reportedly, a "no cross" occurred (failure to insert). A new proglide device was used. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The name of the physician was provided; however, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to insert the guide wire; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that the suture placement in the right common femoral artery of the proglide device was attempted via a 7f sheath prior to a transcatheter aortic valve implantation (tavi). Reportedly, the proglide device could not be loaded smoothly onto the guide wire. The sutures of two new proglide devices were successfully pre-placed and hemostasis was achieved successfully with the pre-placed proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.